Event description:
It was reported that a minimum fill notification occurred. Customer resolved the issue by loading a new cartridge. There was no adverse impact to the customer's blood glucose level.